Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential vessel occlusion. The exact root cause was unable to be determined. The likely cause was determined to have been improper deployment technique resulting in vessel occlusion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the patient underwent treatment of the left peripheral vessel via a crossover approach from the right femoral puncture. Hemostasis was successfully achieved with the angio-seal device without any problems. After returning to the ward, the ankle brachial index (abi) measurement showed a decrease from 0.9 to 0.6 in the right leg. An ultrasound was performed and a collagen protrusion-like stenosis of the hemostasis site into the vessel was observed. As the patient did not complain of pain or other symptoms, the physician decided to monitor the patient for the time being. The estimated blood loss was less than 250cc. The patient was currently being monitored. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The physician stated that as treatment of the residual stenosis is planned, the patient was being followed up for the time being, and the lesion will be checked at the next angiography to determine the treatment option.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6b: explanted date: the device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.